Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became warm while on the charging pad and required charging approximately every other day, with high insulin use necessitating daily supply changes. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included technical troubleshooting with user education regarding expected device behavior, review of charging practices, and coordination to provide an additional charging pad. Investigation of this case revealed the device warmed during charging and exhibited increased battery consumption consistent with high motor activity due to elevated insulin delivery, and the device was operating as intended. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation under high insulin demand.